Manufacturer narrative:
H6: impact code. H6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: investigation conclusion: addition the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed no device or images of the device were returned for evaluation. Based on the available information no conclusions can be made regarding the physician comments that there was reported tortuosity in the thoracic artery and any impact to the device. No potential root cause for the lockwire handle breaking could be confirmed since the device was not returned.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an emergency thoracic dissection using a gore® tag® conformable thoracic stent graft with active control system. It was reported that the patient had tortuous anatomy. During advancement of the device onto the double curve lunderquist wire (.035x260), it was difficult to advance the device over the wire. During deployment, when the lock wire handle was released, the wires were not attached to the device. It is unknown if the wires were not attached to begin with or if they snapped during attempts to release and pull the handle. There was resistance when attempting to pull the handle and some force was used. The back up hatch was utilized, and the number three and number four wires were pulled. The device released from the delivery catheter. The device was successfully deployed and there was no injury to the patient. The patient tolerated the procedure.